Event description:
End user experienced an issue when using a peelable sheath from a duraflow 2 procedure kit. The user reported that when they broke open the sheath, 4 very sharp "tooth like" projections were left behind that had actually cut open the user's glove during the catheter insertion. The projections did not break the provider's skin. Engineering reviewed the photo provided by the customer and noted that the break appeared normal. The exact cause of the tear remains unknown, but was likely due to the physician attempting to separate the sheath using the edge of the inner lumen. Review of the IFU confirmed that the physician should have used the handles to separate the peelable sheath.